Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was consumed in the event.(B)(4)

Event description:
Treatment of an avm with onyx. It was reported at the end of the procedure, while aspirating on the catheter and using gentle traction, the physician attempted to withdraw the microcatheter from the patient. As they exerted additional force on the microcatheter, the superior cerebellar artery appeared to deflect from its baseline position. Under constant fluoroscopic guidance, traction was maintained on the microcatheter. It was then noted there was a sudden decrease in tension of the microcatheter, which had fractured in the proximal vertebral artery. The proximal portion of the microcatheter was thus free and removed from the patient. The retained portion of the microcatheter remained in place in the left superior cerebellar artery, adherent to the onyx. The 6-french groin sheath was left in place with the plan for future intra-operative angiogram. No complications were reported with the patient as a result of the event. Same event as MDR# 2029214-2012-00292.